Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was more than 600 mg/dl. The customer was treated with insulin, potassium and in intensive care unit. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.